Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 21-sep-2015, UDI#: (B)(4); product ID: 3777-75, serial/lot #: (B)(4), ubd: 21-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for headaches and non-malignant pain. It was reported that the patient fell and she thought that she broke the wires. The patient said the stimulator didn't work anymore. The patient said the issue happened at least 2 years prior to the report. The patient was directed to follow up with the hcp. No further complications were reported.